Manufacturer narrative:
The astral device was not returned for evaluation. A technical evaluation was performed over the phone by a resmed product support specialist. The evaluation determined that the device display failure and alarm were due to a software fault. The device was rebooted to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while the device was being configured for a patient, the astral device's screen was frozen (inoperable). The device was not in use when the fault occurred, therefore, there was no patient involvement.